Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database had become corrupted. The device had been shut down during a windows update. The field service engineer (fse) reimaged the hard drive; however, during synchronization, the device became stuck. The fse then contacted the customer support center (csc) to dial into the system and reduce the data load. Once synchronization was completed, the pyxis medstation did not initially launch within the application. The fse worked with csc to troubleshoot and address the issue. Although the issue was not fully resolved, the medstation was brought back online and was operational. Respiratory therapy successfully logged into the application, confirming functional access. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es data base corruption was experienced. However, there were no delays, adverse events or injuries reported based on this event.